Event description:
The customer reported receiving error 2300 s. Loader step feed failure during start up while performing daily check procedure on their aia-900 instrument. Customer rebooted the instrument and performed all set home procedure with a new rack but the error still occurred. Field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of ipth patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Please note that this MDR was previously submitted to the FDA on 07jul2018; it was recreated per request by the FDA MDR data systems team representative. The complaint was dispatched to the field service engineer (fse) department to investigate the reported error. The fse verified the reported error via the instrument error log and was able to reproduce it. Fse found the x1 pitch sensor out of adjustment. The sensor was adjusted by the fse and a vitamin d test run was performed. Instrument is functioning as intended and was released. No further actions are required by the fse. The aia-900 instrument, serial number (B)(6) was installed on the (B)(6) 2018. A complaint history review and service. History review for similar complaints was performed from (B)(6) 2018 through aware date the (B)(6) 2018. There were no similar complaints found during the searched period. The aia-900 operator's manual section 12 flags and error messages states the following: [[2300] s.loader step feed failure. Cause: the pitch sensor s071 failed to go on after the step feed. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. The most probable cause of the reported issue was due to x1 pitch sensor out of adjustment. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.